Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report, photo of the nozzle and device's logs. The nozzle unit on air gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Since no parts were provided for further analysis, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).